Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for total protein gen.2 (tp2) on a cobas pro c 503 analytical unit. The initial result was 3.90 g/l. The analyst in the lab did not trust this result and the result was not reported outside of the laboratory. On (B)(6) 2021 the sample was repeated with a result of 71.50 g/l. The tp2 reagent lot number was 577235. The expiration date was not provided.

Manufacturer narrative:
All other parameters for this sample were fine. The customer visually inspected the sample and it showed no abnormalities. The customer declined any further investigation of the issue. The customer has not complained of any further issues. Based on the information provided, the cause of the event could not be determined.